Event description:
Caller reported blood glucose results 118 mg/dl on compact plus system, "approximately 70" mg/dl on compact system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is compact plus system, medwatch with identifier (B)(6) is compact system. Strips not available for return.